Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The unspecified sureform stapler involved with this event has not been received for failure analysis evaluation. Review of the advanced stapler log was not performed since there is insufficient and unconfirmed product and event date information. Review of the system log was not performed since there is insufficient and unconfirmed product and event date information.

Event description:
It was reported that during a da vinci-assisted unspecified surgical procedure, anastomotic insufficiency with an intracorporal anastomosis occurred. The anastomosis was then sutured. The surgeon believes this issue was due to the unspecified sureform stapler.